Manufacturer narrative:
D4: lot #: the suspected lot number is r24k29123. The d4: expiration date of the suspected lot is 11/30/2026 and the d4: unique identifier (UDI) # is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had backflow of secondary medication into the primary bag. The event occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured of the suspected lot is november 30, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspected lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.